Manufacturer narrative:
As received, a partial lead (distal end) was returned in one piece. During electrical testing the lead was shorting due to procedural damage at the cut end of the lead. X-ray examination did not find any indication of conductor fractures. Visual inspection of the lead did not find any anomalies with the exception of procedural damage. The reported event of noise was not confirmed.

Manufacturer narrative:
Source: this product is registered as a combination product. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an unrelated procedure, noise was observed on the right atrial (ra) lead. The physician suspects ra lead insulation damage as the cause. The ra lead was explanted and replaced to resolve the event. The patient was stable with no consequences.